Manufacturer narrative:
The pump was received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self-test, unexpected error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. Unable to confirm unexpected restart alarm due to blank display. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for unexpected restart and had blank display. The customer's blood glucose level was unknown. The customer states the pump was cracked where you screw the battery in. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.